Manufacturer narrative:
The date of the event was reported as "last two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of three (3) small volume intermates ruptured during filling with normal saline. The reporter stated that they looked to have split. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.